Event description:
The customer reported that the ligasure advance was placed into the patient and activated several times. As dr. Lee was removing the device from the trocar, the sheath that protects the electrode tip fell off the device into the patient's body. The surgeon was using the covidien 5 step trocar and the incident added about 15 minutes to the procedure. The sheath was removed from the patient. There was no unanticipated blood loss, tissue loss, extension of incision or conversion of procedure. There was no patient injury.

Manufacturer narrative:
One used lf5544 was received for evaluation and visual inspection found the clear insulation was missing and was not returned. The customer reported that the sheath that protects the electrode tip fell off the device. The reported condition was confirmed. Sample failed hi-pot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.